Event description:
It was reported that "upon removal of the cvc (12 days after placement), it was noted that the guidewire used to insert the cvc was left in the patient when it was inserted. It had torn off and fortunately got caught in an opening of the cvc and was therefore not flushed into the patient's circulation. There was a piece of wire about 25 cm long hanging from the tip of the cvc. Apparently, it was difficult to pull the wire back during insertion, and it was assumed that it was completely removed at the end because it had unravelled when it was pulled."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "upon removal of the cvc (12 days after placement), it was noted that the guidewire used to insert the cvc was left in the patient when it was inserted. It had torn off and fortunately got caught in an opening of the cvc and was therefore not flushed into the patient's circulation. There was a piece of wire about 25 cm long hanging from the tip of the cvc. Apparently, it was difficult to pull the wire back during insertion, and it was assumed that it was completely removed at the end because it had unravelled when it was pulled.".

Manufacturer narrative:
(B)(4). Additional information received indicates the condition of the patient was "fine". It was also reported that there was no injury or harm to the patient. The wire was removed from the patient. The customer returned a portion of a guide wire for evaluation. The separated portion of the guide wire and the catheter were not returned. Signs of use in the form of biological material were observed on the returned guide wire portion. Visual and microscopic analysis revealed only the distal portion of the coil wire was returned. The proximal portion of the guide wire was missing. The core wire was separated adjacent to the distal weld and was not returned. The distal weld was present and appeared full and spherical. Visual analysis could not be performed on the catheter as the catheter was not returned. Dimensional analysis of the guide wire could not be accurately performed based on the condition of the returned portion and without the core wire or rest of the guide wire returned. Functional testing of the guide wire could not be performed based on the nature of the damage in the guide wire. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire separated was confirmed through examination of the returned sample. The core wire was separated adjacent to the distal weld. The proximal portion of the guide wire and the core wire were not returned. A device history record review was performed, and no relevant manufacturing issues were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable root cause could not be determined based upon the information provided and without the rest of the guide wire and the catheter returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.